Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with episodes of non-sustained lead noise. Review of the stored egm showed true lead noise. The noise could not be reproduced with isometrics or pocket manipulation. The lead was found to be fractured. The lead was explanted and replaced.